Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. Corrected data: device manufacture date.

Event description:
It was reported that patient underwent a right total elbow arthroplasty on (B)(6) 2009. Subsequently, a revision procedure has been indicated due to a fractured ulna; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."